Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The displacement test could not be performed or the motor position encoder error alarm verified in the alarm history screen due to the motor error alarms. The device also had a scratched display window, broken belt clip slot, cracked reservoir tube and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 274 mg/dl. The customer stated that the device was exposed to an MRI. Troubleshooting was not able to resolve the issue. The device was returned for analysis.